Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the pump was "not connected" and had not been connected for several years. They stated their pump malfunctioned after a refill and they were overdosed. No other information was provided.